Event description:
It was reported by patient's attorney that allegedly the patient underwent bilateral hip arthroplasty on (B)(6) 2010, and was implanted with accolade tmzf hip stems and lfit v40 femoral heads. It is further alleged the right hip was revised on (B)(6) 2021 and during revision it was noted that the trunnion had been filed down to a point like structure based on the movement of the head around the proximal femur.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.